Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent to a lesion in the rca with 95% stenosis and severe calcification but the stent could not pass the lesion. The physician removed the device. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 8th and 9th proximal segments were pinched. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (deformation). Patient's condition affected effectiveness of device (lesion morphology) - 95% stenosis and severe calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - 95% stenosis and severe calcification. Inherent risk of procedure - (deformation). (B)(4).